Event description:
It was reported that the patient had his 18cm ambicor inflatable penile prosthesis removed on (B)(6) 2018 because the prosthesis was not deflating. The device had a herniation on the left side. Another 18cm ambicor penile prosthesis was implanted at the revision surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had his 18cm ambicor inflatable penile prosthesis removed on (B)(6) 2018 because "the prosthesis was not deflating it also had a herniation on the left side". Another 18cm ambicor penile prosthesis was implanted at the revision surgery. The complaint component was not returned for analysis and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available.